Event description:
As the physician was advancing the stent delivery system through the 6fr cook sheath, the physician felt resistance with the guidewire, when the sds was removed from the sheath, over the guidewire, it was noticed that the stent of the sds was partially deployed. The account noted that the device did not go all the way through the sheath and enter the pt's body. The physician opened a new precise stent and successfully completed the procedure. There was no reported injury to the pt. The age and gender of the pt is unk. The target lesion was a calcified right superficial femoral artery. The product was properly inspected and prepped prior to use.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.